Event description:
Upon following up with the patient to check if the cause of implantable neurostimulator (ins) being off determined, patient stated "met with representative at clinic on (B)(6) 2024 concluded the problem was the recharger. He ordered one, it arrived the next day (used). The problem continued and also the controller was having an issue saying "software problem, contact medtronic- (B)(4)". When asked about the circumstances that led to the 'issues' and device not working, patient stated "tried working with medtronic over the phone, still not charging. Again met with representative at clinic on (B)(6) 2025. Once again concluded the problem was the recharger. He tested a new one he had with him and it worked fine. Reordered again, a new recharger was sent the next day. No further issues!". A brand new recharger was sent rather than a "used" one that wasn't properly working. When asked if the issue is resolved, patient stated "yes as of (B)(6) 2025 "resolved". No further controller or recharger problems.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-06 (B)(4): patient representative called back and reported previously documented information. Caller reported they received the replacement recharger but was still having issues with the controller and that charging the implant wasn't working at all now. Caller reported getting software problem (1-intellis, 2-3.6, 3-1548, 4-appmanager.c) quite frequently when trying to charge the implant. Caller reported they had to reset the controller a lot of times. Caller did not have the equipment on them during the time of the call. Agent reviewed meaning of software problem message. Due to the nature of call, an email was sent to the repair department to replace the controller. Agent closed case. 2025-jan-09 (B)(4): daughter called stating they are trying to pair the device and went to charging screen. Agent reviewed to reset and after reset pt seeing no device found and mentioned the ins is dead. Agent advised to try and charge and then finish pairing the replacement controller. Caller mentioned that the patient is in pain. 2025-jan-09 (B)(4): caller called stating they are waiting for callback to pair up the controller. Agent asked caller to connect with controller and controller showed recharging excellent, controller 60% and ins 30% charged. Agent recommend recharging the controller to 100% and continue charging the ins. 2025-jan-13 (B)(4): pt rep. Called back and said they got the replacement controller, but noticed they were having the same issues as before. Pt rep. Reported getting "recharger problem" message and said the ins would charge to a certain percentage and stop. Pt rep. Said the pt's ins was depleted. Tss asked for serial number of recharger and pt rep. Provided serial number already listed in call code note. Tss informed pt rep. That recharger was old recharger. Pt rep. Insisted that the issue was with the new/replacement recharger, but was not with the pt to troubleshoot and did not have the equipment with them. Tss suggested pt rep. Call back with pt and equipment to troubleshoot. 2025-jan-15 (B)(4): caller was medtronic rep stating they met with the pt about a month ago and they were sent a new rtm cord and now they need another one. With the new rtm the pt was experiencing intermittent charging going from good, excellent, to poor. The caller was with the pt who gave them a loaner to use and it resolved their issue. Agent closed case.

Manufacturer narrative:
Additional information was received, b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The equipment was not present during the call. The reason for call was caller stated that the equipment is not working properly and not charging the implant. Caller stated they have to keep taking the battery out of the controller and the paddle is not making contact anymore. Caller noted that the system is depleted and they are trying to charge it now and it's giving them an error code that says to call manufacturer. When asked for event date, caller stated that they mentioned it to the doctor the last time they went to the pain management's office, so it probably started in november and has gotten worse. Caller stated the patient nor equipment was present at the time of the call. Caller will call back with equipment and patient for troubleshooting. Caller noted the patient has another appointment at the pain clinic on the 19th. The reason for call on 2024-dec-16 was caller stated the patient's device was not working. Caller said for the last couple days, both batteries had been at 100% and said finished each time they try to charge. Caller unlocked controller during the call and reported stimulation on on, patient was on group b, with programs 1-3 and intensity at 4.2. Caller confirmed stimulation had been on the past couple days as well. Asked if patient was still getting therapy relief, and caller said patient was feeling pain. Asked if patient was on b the past couple days, but caller said patient said they'd been on all 3 in the past. Caller said they asked the doctor's office if a rep could meet them at patient's appointment on thursday, but the office didn't know what they were talking about. Reviewed patient could try group a or c to see if that helped more, but the patient was redirected to their healthcare provider to further address the issue. Reviewed and again redirected to hcp to set up appointment with reps. The patient's doctor was calling while on the phone, so they disconnected and will follow up with the hcp. A manufacturer representative called with patient present on 2024-dec-19. Caller repeated previously documented information that patient reported both implant and controller batteries were not decreasing from 100%. Caller indicated patient had charged implant and controller to 100% and multiple hours or a day later they will not have decreased; caller added this had happened twice in the last week. Caller reported no visible damage to controller, bp, or ac power supply. Caller reset controller and reported controller 60% and ins 40%; caller stated controller had been at 70% and ins at 30% when they began charging ins prior to call. Caller confirmed stimulation was on. Advised to monitor and call back if issue persists. Information was received from a manufacturer's representative via a patient regarding an external device on 2024-dec-19. The reason for call was caller reported that the patient is unable to charge their implanted neurostimulator. Caller reported the patient stated the recharger had been heating up while charging their implant for months (confirmed 2024) and reported multiple unknown call manufacturer messages. Caller did note they were able to charge patient's implant using their recharger. An email was sent to the repair department to replace the recharger. Patient rep called back on (B)(6) 2024 stating that they thought the recharger needed to be replaced but they received that and the patient is still having issues; caller stated the controller and the ins are both showing 100% and it's been several days. Caller stated they think they need a new controller. Caller is not with the patient nor the equipment and asked to call the patient directly. Called patient and walked caller through troubleshooting. Caller confirmed seeing stimulation is off; reviewed this explains why the ins is showing 100%; it will not deplete if it is not turned on. Walked caller through turning stim on. Reviewed with caller that if the ins battery charge gets too low, the stimulation will discharge and shut off so then they need to turn stim back on after charging. Caller stated they will make sure they don't let the ins battery get too low to prevent this from happening in the future.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed: recharge antenna failure. Recharger problem, cannot continue, call medtronic message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called back and reported previously documented information. Caller reported they received the replacement recharger but was still having issues with the controller and that charging the implant wasn't working at all now. Caller reported getting software problem (1-intellis, 2-3.6, 3-1548, 4-appmanager.c) quite frequently when trying to charge the implant. Caller reported they had to reset the controller a lot of times. Caller did not have the equipment on them during the time of the call. Agent reviewed meaning of software problem message. Due to the nature of call, an email was sent to the repair department to replace the controller. Agent closed case. Daughter called stating they are trying to pair the device and went to charging screen. Agent reviewed to reset and after reset pt seeing no device found and mentioned the ins is dead. Agent advised to try and charge and then finish pairing the replacement controller. Caller mentioned that the patient is in pain. Caller called stating they are waiting for callback to pair up the controller. Agent asked caller to connect with controller and controller showed recharging excellent, controller 60% and ins 30% charged. Agent recommend recharging the controller to 100% and continue charging the ins. Pt rep. Called back and said they got the replacement controller, but noticed they were having the same issues as before. Pt rep. Reported getting "recharger problem" message and said the ins would charge to a certain percentage and stop. Pt rep. Said the pt's ins was depleted. Tss asked for serial number of recharger and pt rep. Provided serial number already listed in call code note(see secure note). Tss informed pt rep. That recharger was old recharger. Pt rep. Insisted that the issue was with the new/replacement recharger, but was not with the pt to troubleshoot and did not have the equipment with them. Tss suggested pt rep. Call back with pt and equipment to troubleshoot. Caller was medtronic rep stating they met with the pt about a month ago and they were sent a new rtm cord and now they need another one. With the new rtm the pt was experiencing intermittent charging going from good, excellent, to poor. The caller was with the pt who gave them a loaner to use and it resolved their issue. Agent closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.